Manufacturer narrative:
The tech disassembled, lubricated, and reassembled the siderail latching mechanism to repair the bed.

Event description:
Info received indicates the right intermediate siderail is not latching.